Event description:
It was reported that a patient underwent an obturator sling procedure to treat stress urinary incontinence on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence, urinary frequency, inability to empty bladder, urinary urgency, trouble starting urinary stream, nocturia, inability to control bladder and pelvic pain. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary incontinence, urinary frequency, inability to empty bladder, urinary urgency, trouble starting urinary stream, nocturia, inability to control bladder and pelvic pain.

Manufacturer narrative:
On (B)(6) 2012, the patient reported pain, infection, urinary problems, bowel problems, and dyspareunia, (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.